Manufacturer narrative:
Upon completion of the investigation it was noted the the root cause is likely due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips prior to sealing them in the package. Product is weighed on a scale to verify that the operator has counted out ten strips. Due to variation in the individual strip weight, product may measure 10 strips, but the count might be off, which is why the operators are trained to count the strips. It appears human error may be the root cause. A reveiw of the lot records confirmed the device conformed to the required specifications prior to distribution. Based on the results of this investigaiton no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The customer reported "the sponge neuro strip had 11 each neuro sponges instead of 10".

Manufacturer narrative:
On 4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The customer reported "the sponge neuro strip had 11 each neuro sponges instead of 10". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.